Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (269 mg/dl). Customer stated that when attempting to deliver a bolus they received a message stating that no correction factor had been set up. During troubleshooting with tandem technical support it was found that the customer had the incorrect profile turned on. Customer stated they forgot to turn their "gym" profile off that was only programmed for basal delivery. Customer successfully turned on the correct personal profile.